Manufacturer narrative:
Per tandem's t:slim user guide: "after fill tubing is complete, when the pump returned to the home screen, an estimate of how much insulin is in the cartridge is displayed in the upper right portion of the screen. You will see one of the following on the screen:" +40 units, +60 units, +120 units, +180 units, +240 units. "After 10 unites are delivered, an actual number of units remaining in the cartridge will be displayed on the home screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill estimate was inaccurate after loading a cartridge onto the pump. During troubleshooting with tandem technical support, it was confirmed that the customer had loaded a cartridge with 300 units and received an estimate of 180+ units. As the customer had not yet delivered 10 units, the initial estimate was noted to be accurate. The customer was educated regarding how the pump calculates the initial estimate. The customer's blood glucose level was 242 mg/dl. The customer delivered a correction bolus.